Event description:
It was reported that an asymptomatic patient presented to the clinic after a merlin.net transmission revealed an error message. After restoring the nominal settings reprogramming the device, normal function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.